Manufacturer narrative:
Patient is (B)(6). (B)(4) relates to (B)(4) for the reported event of clip failed to release from catheter. A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was located inside the over sheath. It was also noticed that there was a kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the colonoscopy procedure, the clip would not deploy. The clip did not grasp tissue nor did it fall into the patient. There was a short delay in the procedure but the physician was able to remove a polyp and successfully complete the procedure with another resolution clip. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.